Manufacturer narrative:
The last calibration performed on (B)(6) 2023 had no alarms and recovered within expectations. Upon review of the alarm trace, reagent reservoir alarms and detector masking alarms were observed around the time of the event. The customer stated they had been moving some items in the laboratory and the analyzer water tank was pushed against the instrument, which also pinched the water tubing. The pinched tubing was corrected. The investigation determined the issue was resolved by the customer's action of correcting the pinched tubing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys troponin t gen 5 on a cobas e 801 analytical unit. The initial results were questioned by the doctor, who asked for the samples to be repeated. The samples were repeated and the repeat results were deemed correct. The first sample initially resulted in a troponin t value of 303 ng/l and it repeated as 196 ng/l. The second sample initially resulted in a troponin t value of 76 ng/l and it repeated as 10 ng/l.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6) . H3 other text : na.